Event description:
It was reported that bd vacutainer® push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: "material no. 367342, batch no. 0301741. It is reported customer received tubing with holes that are causing leakage. Our facility is noticing an issue with our 23g bd vacutainer push button needle (butterfly needle - ref 367342) lot 0301741 exp 10/31/2022 in where there is a crack/hole in the apparatus tubing causing blood to squirt out of the hole/crack in the tubing during blood collection. This is causing understandable dissatisfaction with patient experience during the blood draw interaction as blood is squirting on the bedsheets, patient clothing, and general environment due to this defect."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples were subjected to a visual inspection and upon inspection it was observed that 3 of the 30 samples revealed damage to the tubing. Additionally, 30 samples including the 3 damaged tubes were subjected to functional testing and no failures relating to leakage were observed. The root cause of the hole in tubing is a crash jam that occurred during the manufacturing process. Awareness of this complaint has been created within the business team, quality, operations and engineering departments and corrective action has been taken to reduce the possibility of future occurrences. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: "material no. 367342, batch no. 0301741. It is reported customer received tubing with holes that are causing leakage. Our facility is noticing an issue with our 23g bd vacutainer push button needle (butterfly needle - ref 367342) lot 0301741 exp 10/31/2022 in where there is a crack/hole in the apparatus tubing causing blood to squirt out of the hole/crack in the tubing during blood collection. This is causing understandable dissatisfaction with patient experience during the blood draw interaction as blood is squirting on the bedsheets, patient clothing, and general environment due to this defect."